Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and found that upon visual inspection, the mtm 2 was installed onto a golden system where the auto cal was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was applied behavioral analysis (aba) tested and was verified that the inner and outer springs to be the source of the fault. The root cause according to results from failure analysis was attributed to a mechanical defect pertaining to the grip inner and outer springs.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical service engineer (tse), regarding the surgeon being unable to control the instruments when using the master tool manipulator right (mtmr). The surgeon decided to move to the second surgeon side console (ssc), which was noted to already be connected to the da vinci system. The customer was able to proceed with the surgical procedure. Tse reviewed the system logs and found no related errors. The customer confirmed with tse that the surgeon settings on the ssc and that they were able to control an instrument only using the master tool manipulator left. The customer was unable to check the integrity of the mtmr grips. The surgeon preferred to proceed with the surgical procedure using the second ssc. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.